Event description:
Per the clinic, the patient experienced pain when wearing the external sound processor. Subsequently, the patient was treated with corticosteroids (specific date and duration not reported) for relief and has stopped wearing the external device.